Event description:
The pt was in the shower room seated in the shower chair. The occupational therapist was assisting with his shower when the piece supporting the seat broke and the pt fell to the floor landing on his buttocks. The shower chair was removed from the shower room and tagged out of service. The facility replaced the shower chair with a new shower chair.